Event description:
It was reported that, "on (B) (6) 2007, the patient fractured his tibia when he fell while working as a carpenter at a construction site in (B) (6). It was further reported that, "on (B) (6) 2007, the patient had surgery on his right tibia at (B) (6) hospital." It was further reported that, "on (B) (6) 2007, the sutures were removed from the patient's leg. At that time it was noted that he had a small scab area anteriorly, but there was no erythema in the area." Further, "on (B) (6) 2007, the patient had a major wound debridement and sequestrectomy on his right tibia. He was diagnosed with an infected right tibia with gram positive organisms growing in the wound... On (B) (6) 2008, the patient underwent a revision."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation. Below catalog numbers were also implanted. It is not known at this time which if any caused this event: 1896-5055s, lot unk, locking screw; 1896-5045s, lot unk, locking screw; 1896-5050s, lot unk, locking screw; 1822-0001s, lot unk, compression screw.